Event description:
Pt to have CT guided aspiration of pelvic abscess. 18 gauge jeffries needle was placed in abscess using a para-sacral access medial to right gluteal muscle. Approx 10cc of fluid aspirated. 0.018 wire was advanced through jeffries needle with placement of 7f sheath. During advancement of sheath, floppy tip of wire separated and dislodged into abscess cavity. Guidewire removed 3 days after event. S/p CT & fluoroscopy.